Event description:
In 2009, the physician was trying to remove a celect filter. During the angiogram, it was noted that the primary strut of the filter was broken off, and was still stuck in the cava wall. They tried to remove it without success, and sent the patient to another hospital to have it removed. From the pics, it looked like the strut may have been caught in the vertebral body.

Manufacturer narrative:
This report is still under investigation.